Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg >500 mg/dl); cause was not known. Ketones were present (level not reported). Customer reported that while programming a bolus only grams could be entered. Customer did not provider further information. Customer reverted to using manual injections for insulin therapy. Reportedly, customer met with their healthcare provider and clinical diabetes educator for additional training.